Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare reported bilateral exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional additionally reported capsular contracture , baker grade ii/iii and seroma. This is for the left side. Device has been explanted.

Event description:
Healthcare professional reported "positive for anaplastic large cell lymphoma". Cd30+ biomarker was received. Alk- biomarker has not been received.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to spec, deformation device and yellow particles in the shell. Air voids and cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Oncology contact information: (B)(6).